Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes'), pregnancy with contraceptive device ('unwanted pregnancy from the device') and genital haemorrhage ('excessive bleeding/ abnormal bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included headache, facial swelling, tooth fracture, fever, unable to eat and dental caries. Concomitant products included sulfamethoxazole;trimethoprim (motrim). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe abnormal menstrual pain"), headache ("headaches"), tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdomen pain") and intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on or about 01nov2018, plaintiff is having a hysterectomy). Essure (ess205) was removed on 1-nov-2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, intermenstrual bleeding, headache, migraine, tooth disorder and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, menstrual disorder, migraine, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6)2007, (B)(6) 2007 discrepancy noted in essure removal date- (B)(6) 2018 and (B)(6) 2018 discrepancy noted for date of removal previously reported essure removed and now reporting not removed. Left: 3-4 coils, right: 3 coils. Product insertion date updated from (B)(6) 2007 to (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: essure confirmation test. Lot number: 623319. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, patient race, medical history, lot number, pregnancy outcome, delivery notes, rcc added. On (B)(6) 2021: pif received. Product insertion date updated. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes'), pregnancy with contraceptive device ('unwanted pregnancy from the device') and genital haemorrhage ('excessive bleeding/ abnormal bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included headache, facial swelling, tooth fracture, fever, unable to eat and dental caries. Concomitant products included sulfamethoxazole;trimethoprim (motrim). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe abnormal menstrual pain"), headache ("headaches"), tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdomen pain") and intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on or about (B)(6) 2018, plaintiff is having a hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, intermenstrual bleeding, headache, migraine, tooth disorder and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, menstrual disorder, migraine, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2007 and (B)(6) 2007, (B)(6) 2007 discrepancy noted in essure removal date (B)(6) -2018 and (B)(6) 2018 discrepancy noted for date of removal previously reported essure removed and now reporting not removed. Left: 3-4 coils, right: 3 coils. Product insertion date updated from (B)(6) 2007 to (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: essure confirmation test. Lot number: 623319. Manufacturing date: 2007-02. Expiration date: 2009-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes'), pregnancy with contraceptive device ('unwanted pregnancy from the device') and genital haemorrhage ('excessive bleeding/ abnormal bleeding') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe abnormal menstrual pain"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdomen pain") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on or about (B)(6)2018, plaintiff is having a hysterectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, metrorrhagia, headache, migraine, tooth disorder and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6)2007 and (B)(6)2007. Discrepancy noted in essure removal date (B)(6)2018 and (B)(6)2018. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Events added from pfs- metrorrhagia. Drug indication were added. Essure insertion date were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe perforation to her fallopian tubes"), pregnancy with contraceptive device ("unwanted pregnancy from the device") and genital haemorrhage ("excessive bleeding/ abnormal bleeding") in a 29-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe abnormal menstrual pain") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle") and abdominal pain ("abdomen pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on or about (B)(6) 2018, plaintiff is having a hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, menorrhagia, vaginal haemorrhage, headache, migraine, tooth disorder, dysmenorrhoea, alopecia and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2019: events unwanted pregnancy, severe perforation to her fallopian tubes, abnormal bleeding, abnormal menstrual cycle, device ineffective were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (removal scheduled date: (B)(6) 2018). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, migraine, tooth disorder, dysmenorrhoea, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Incident o lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.